Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. 2 days later the cartridge alarm recurred during insulin delivery. The customer reloaded the cartridge to resume insulin therapy. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.